Event description:
On (B)(6), 2010, our quality department received information about the following event: nurse reported via our sales rep, that it was noticed during surgery that the length measurement for the drilling depth is not adjustable with this drill. According to her information, the surgery was completed successfully without prolongation and without impairment of the patient.